Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. One image was also submitted for evaluation. Optical fiber 2 no longer met specifications for optical properties, and no contact force was displayed when the returned device was connected to the tactisys quartz unit. Further investigation revealed that the catheter shaft material had been fractured between electrode rings 2 and 3. Optical fiber 2 was determined to be fractured at the location of the fracture in the shaft material, consistent with the observed error messages, and with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause was determined to be damage to the catheter tip during removal of the catheter from its packaging due to the design of the tip protector.

Event description:
This report is to advise of a catheter fracture noted during analysis.